Event description:
While visiting a user facility to provide in-svc training, an olympus endoscopy svc specialist found that the user facility was not brushing the channels and only wiping the exterior of the subject endoscope with water and then soaking the device in cidex for the prescribed amount of time. The user facility reported to have reprocessed the device in this manner since 2007, during which the device was used in diagnostic cystoscopies on 28 pts. The pts are reportedly doing fine to date and there was no allegation of pt cross contamination. The user facility declined to provide any add'l specific info.

Manufacturer narrative:
The device referenced in this procedure was not returned to olympus for investigation. An olympus surgical specialist has twice visited the user facility and conducted in-svc training for the facility staff on how to properly handle and clean the device. The surgical specialist also provided the user facility with educational materials for add'l reference. This report is being filed as a medical device report in an abundance of caution. This device was being used at the same facility as that referenced in MFR report # 8010047-2008-00083.